Manufacturer narrative:
Drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarmed during rewind due to dried insulin causing the motor slide to get stuck to the motor slide seal. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due to stuck motor. Dried insulin causing no delivery alarm during displacement test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow blocked alarm. Customer did all possible troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.